Manufacturer narrative:
Investigation results completed on a duodopa 1400 infusion pump. The investigation found no problems with the flow rate of delivering nor setting the lock level. When the pump testing was done , this revealed the device was within specification. The ehl revealed 1660 code, which is a issue with the main board . Due to the device being three years and eight months old, it will not be repaired. Ehl data will be saved. The DHR revealed no problem prior to release of device.

Event description:
Information received from abbvie 1563263 duodopa pump flow rate-not flowing correctly. Unable to set lock level. Unknown if patient involvement or injury.